Manufacturer narrative:
Additional information was received on january 13, 2022. In addition to the left sided rupture reported initially, the patient also experienced left sided seroma and right sided ptosis. This report relates to the left prosthesis. See 1645337-2022-01507 for contralateral prosthesis report. The investigation of the returned photograph was completed by the failure analysis lab on january 20, 2022. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). On february 10, 2022 mentor became aware that it erroneously omitted the breast discomfort/pain (e1402) from the initial report submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent breast reconstruction revision with a 325cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was accompanied by pain and expansion of the capsule. As a result, replacement with a 325cc mentor memorygel breast implant was performed on (B)(6) 2021.